Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10478. It was reported that the patient presented in clinic for routine device check. During the check, accurate high voltage lead impedance measure of the implantable cardioverter defibrillator could not be obtained. The impedance values were significantly out of range for both the upper and lower limits. It was noted that the patient was discharged after a recent left ventricular assist device implant which may have interfered with obtaining an accurate impedance measurement. The patient also had an episode of ventricular fibrillation, in which the device delivered therapy. However, the device had inadequate high voltage output with high defibrillation thresholds. The device explanted and replaced. The right ventricular lead was also capped and replaced on (B)(6) 2019. The patient's condition was stable.

Manufacturer narrative:
The reported event of variable high voltage impedance with sudden decrease value, was not confirmed by analysis. During analysis a failure event was observed which was unrelated to the reported event. Final analysis found that as received, only the distal portion of the lead was returned in one piece measuring 51.0 cm. An external abrasion due to friction to another device breaching the optim sheath was noted at 46.2 to 46.4 cm from the distal tip. The silicone insulation beneath was not damaged in this region